Event description:
It was reported in an article in the journal of stroke and cerebrovascular diseases that a patient underwent unsuccessful angioplasty with a balloon catheter (subject device) followed by successful deployment of a stent in a proximal left m1 middle cerebral artery (mca) occlusion. Successful recanalization was achieved and the patient's condition improved post procedure. Approximately twelve hours post the index procedure, the patient developed recurrent hemiplegia, and an angiography revealed an in-stent mca reocclusion. A balloon catheter was navigated to the occlusion and inflated without success. A stent was then placed across the occlusion; achieving successful recanalization. Post reintervention, repeated MRI demonstrated extension of the infarct into the frontal, parietal, and temporal lobes. The patient showed improvement throughout the hospital course. At discharge, the patient had persistent right-sided hemiplegia, with normal comprehension and mild expressive aphasia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in an article in the journal of stroke and cerebrovascular diseases that a patient underwent unsuccessful angioplasty with a balloon catheter (subject device) followed by successful deployment of a stent in a proximal left m1 middle cerebral artery (mca) occlusion. Successful recanalization was achieved and the patient's condition improved post procedure. Approximately twelve hours post the index procedure, the patient developed recurrent hemiplegia, and an angiography revealed an in-stent mca reocclusion. A balloon catheter was navigated to the occlusion and inflated without success. A stent was then placed across the occlusion; achieving successful recanalization. Post reintervention, repeated MRI demonstrated extension of the infarct into the frontal, parietal, and temporal lobes. The patient showed improvement throughout the hospital course. At discharge, the patient had persistent right-sided hemiplegia, with normal comprehension and mild expressive aphasia.

Manufacturer narrative:
(B)(4): other for anticipated procedural complication. The device is unavailable; therefore product analysis cannot be performed. From the information available, there is no evidence to indicate the device malfunctioned or failed to perform to specification. A definitive root cause cannot be determined; however, stroke/transient ischemic attack (tia) and total occlusion are known and anticipated complications associated with these types of procedure and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.